Manufacturer narrative:
Hevaluation result code, other: latch.

Event description:
It was reported by service report that the foot siderail cannot latch in the up position. No patient involvement or adverse consequences are reported.